Manufacturer narrative:
Submit date: 10/13/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
According to the reporter, there was a leak somewhere in the device's body. During the test, after one hour in use, there was a hole in the device. The patient was not injured.

Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) is reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive investigation. No probable cause was found, since no sample, picture or video were received for testing. Therefore the reported condition is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. Manufacturing performs a 100% leak testing as per procedure, which would identify this issue in the catheter assembly therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.